Event description:
Information received indicated the distal tip broke during the case and the component fell into the open surgical cavity. The sucker component was changed out during bypass and the case was completed with no patient complication reported.